Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was conducted, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.

Event description:
The event occurred on an unspecified date involving a tego® connector where it was reported that a venous cap was clogged and is requiring the tego to be removed to perform treatment. There was unknown patient involvement and unknown human harm.